Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, non-sustained oversensing episodes with noise were observed. Oversensing was not reproducible with movements. Lead damage was suspected. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good during and after the procedure.